Manufacturer narrative:
Evaluation summary: the device with the lens was returned loose in the opened carton. The plunger lock and lens stop have been removed. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger was advanced to mid-nozzle and has underrode the lens. The lens was located partially advanced into the nozzle entry area. The trailing haptic was misfolded under the optic along the left side of the plunger. The leading haptic was positioned on top of the plunger ahead of the optic. The nozzle was cleaned for further evaluation. The lens was removed during cleaning. Top coat dye stain testing was conducted with acceptable results. Product history records were reviewed and documentation indicated the product met release criteria. A qualified viscoelastic was indicated. The root cause cannot be determined for the reported event. A plunger underride was observed. The lens was partially advanced into the nozzle entry area. The trailing haptic was observed to be misfolded under the optic. There was one other complaint in this lot. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implantation procedure, the "lens did not fire into eye, would not come out". There was patient contact. Additional information was provided indicating "did not load correctly, lens was stuck and would not advance".